Manufacturer narrative:
The samples were serum collected in serum separator tubes. These were then aliquoted and frozen until analyzed. The aliquot tubes were not re-centrifuged prior to analysis. Qc is performed once every 24 hours and was within the established ranges during this event. The customer implemented a new policy to repeat all vitamin b12 results of less than 179 pg/ml since this event. The customer has a service contract with a third party vendor. The service notes were not available. A definitive root cause for this event has not been determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously low vitamin b12 results generated on access 2 immunoassay system for four patients' samples. Three of the results were below the normal reference range. The results were reported out of the laboratory and were questioned by the physicians. Subsequent testing produced higher vitamin b12 results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.